Event description:
A doctor contacted baxter (B)(4) regarding a leak from a transfer set. The doctor stated that leakage from the silicone tubing of the transfer set was found during use. The product was in use for 30 days. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint for a leak was confirmed during the sample evaluation. A visual inspection was performed with a cut in the tubing noted. Leak testing was performed with a cut in the silicone tubing noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. The evaluation was completed, problem confirmed, but the investigation is still not completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. A batch review could not be performed because the lot number was not available.